Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage and delay in treatment. The cannula had to be removed and then replaced. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: although the review of the dhrs review are required for per ms-qs-083, a review could not be performed as the lot number was not provided. Five photos were submitted for review. Photos displayed a nexiva 22ga winged adapter/extension set being held. Photos also displayed a bubble in the middle of the catheter tubing. Investigation conclusion: indeterminate ¿ the defect leakage was not confirmed based on the review of photos. The bubble could not be identified, or could it be determined it leak from the catheter tubing. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage and delay in treatment. The cannula had to be removed and then replaced. There was no report of medical intervention.